Manufacturer narrative:
Correction: in initial report, device manufacture date was provided as year only 2018, however, the device manufacture date is 06/13/2018. This follow up report has the full date in device manufacture date. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Manufacturing year is 2018. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Patient underwent catalys (capsulotomy, lens fragmentation, primary and side port incisions) treatment as planned. In the operating room, surgeon removed the capsular disk and the lens. However, it was noted that after the lens was removed the lens capsule was absent and there was vitreous present in the anterior chamber. An anterior vitrectomy was performed and the primary incision was enlarged to accommodate an mta3uo (alcon) anterior chamber intra-ocular lens. At the conclusion of the case, the primary incision was closed with 4 interrupted 10.0 nylon sutures. Surgeon did not feel that the catalys treatment contributed to this complication and indicated he was happy that the capsulotomy was completed and he was able to remove the entire lens.